Manufacturer narrative:
The consumer reported false negative inteliswab test results in their amazon.com review. Specific details of the collection and testing process of the inteliswab tests were not provided. The consumer also did not provide a lot number or any other product information. It is unknown if a pcr test was used to confirm the test results. Orasure technologies, inc. Is unable to contact the consumer for additional information as no contact information is available on amazon.com. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer left an amazon review for inteliswab claiming false negative results. Amazon review 'these suck I took 4 of these tests. 3 negatives over several days and 1 with just nothing. I used a different test and it was positive.' The consumer received three false negative test results using three separate inteliswab devices. Refer to the below manufacturer report numbers for the additional false negative submissions: MDR # 3004142665-2023-00043. MDR # 3004142665-2023-00045.

Event description:
Consumer left an amazon review for inteliswab claiming false negative results. Amazon review: 'these suck I took 4 of these tests. 3 negatives over several days and 1 with just nothing. I used a different test and it was positive.' The consumer received three false negative test results using three separate inteliswab devices. Refer to the below manufacturer report numbers for the additional false negative submissions: MDR # 3004142665-2023-00043 MDR # 3004142665-2023-00045.